Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] -pseudomonas aeruginosa (1-10 cfu) [second time; (B)(6), 2021] -pseudomonas aeruginosa (>100 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4)for evaluation. (B)(4) checked the subject device and found that following; - the bending section was heavy when angulated - the distal end insulation test had failed - the objective lens was cracked - the distal end cap had scratches - the adhesive around the lens was worn - the bending rubber adhesive was detached - the universal cord had wrinkles the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.